Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured breast implant by a medical professional. The affected side was not provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of implantation and event were provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On may 23, 2024, mentor became aware of lots 5954450 and 5951322 as associated with this complaint file. It was unknown which lot was associated with which side. On june 10, 2024, mentor became aware of the following information. The patient underwent bilateral removal and replacement with 325cc mentor memorygel breast implants on (B)(6) 2024. Date of implantation: (B)(6) 2010. Date of explantation: (B)(6) 2024. The product identity for the reported ruptured right breast implant/right ptosis was determined as the following: size: 325cc, brand name: mentor memorygel breast implant, catalog: 3503254bc, lot: 5954450, serial: (B)(6). A manufacturing record evaluation (mre) was performed for lot 5954450, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 18, 2024, mentor received the following additional information. The patient was diagnosed with a ruptured right breast implant and bilateral breast ptosis during an in-office visit with a medical professional. As a result, the patient was scheduled for bilateral breast implant removal on (B)(6) 2024. Updated date of event: november 16, 2023. As an event was provided for the contralateral side, another file was generated to document the event. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2024-05514 for the contralateral event. On (B)(6) 2024, mentor was notified that the patient surgery was rescheduled for bilateral removal and replacement with mentor gel implants on (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: anisomastia, rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 10, 2024, the mentor analysis lab received the suspect medical device for evaluation. On june 11, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in four (4) parts. A microscopic examination was performed, and the cause of the rupture could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, rupture of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).